Event description:
It was reported that a follow up routine after the spaceoar placement procedure, the hydrogel was implanted into the rectal wall, a colonoscopy (cf) was performed due to rectal bleeding, however, no hydrogel was suspected to be exposed to the mucosa, and bleeding was confirmed to be due to hemorrhoids. It was noted that during this placement procedure, the kit clogged, and the needle was readjusted and it might have accidentally stuck on the rectal wall during this process. The patient will received radiation treatment as scheduled.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.